Manufacturer narrative:
Product evaluation found lens returned dry in a micro centrifuge vial. Visual inspection found haptic bent and clear residue on lens. Lens haptic was caught with the vials top (haptic got smashed). (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, -11.50 diopter, in the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2017 the lens was exchanged for a longer lens due to low vault. The problem was resolved. As of the date of MDR submission, the lens has not been returned.